Manufacturer narrative:
We received one 139f75 catheter with an ava catheter for examination. The report of catheter became difficult to remove was confirmed. The catheter and ava were examined prior to decontamination and the catheter was found to be broken in half at the proximal end of the thermal filament and the thermistor wire is also broken at the same location. Blood could not be removed from the catheter lumens. The catheter is stuck in the ava catheter. This location places the proximal end of the thermal filament in the accordion area of the introducer. Further examination of the catheter found the thermal filament cover to be bunched up and the thermal filament to be unraveled. The catheter tube also appears to have kinked under the proximal end of the thermal filament and cover. The proximal end of the thermal filament appears to have been caught inside the accordion area of the ava sheath at the distal end of the backform. It appears the ava was bent/kinked to a 90 degree angle at the distal end of the backform and trapping the catheter at the thermal filament. The proximal port is also split or cracked due to the force placed on the catheter when broken. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. Lot number was not provided, therefore review of the manufacturing records could not be completed. A supplemental report will be forthcoming with the evaluation results.

Event description:
It was reported that the swan ganz catheter was difficult to remove. While attempting removal, the physician broke the catheter into two pieces. It was noted that the introducer was bunched up against the backform. The catheter came out slowly after pulling back on the introducer removing the folds. It was also noted on the swan-ganz catheter that one area of the thermal filament material was raised just so slightly above the other. It is believed that another central line was used. No patient complications were reported from this event.